Manufacturer narrative:
Additional information in b5 (describe event or problem) and h11 (additional manufacturer narrative). Correction in d9 (is this device available for evaluation?) And h6 (type of investigation (b)). The catheter involved in the reported complaint will not be returned for investigation because the customer has disposed of it. Therefore, a physical investigation could not be performed, and the root cause could not be determined.

Event description:
The ICU rn contacted the zoll clinical territory associate to report that the patient was not rewarming during the ivtm therapy. The patient's temperature was 35.4°c, with a target of 37°c on maximum power mode and a solex 7 catheter (lot #unknown) in place. The start-up kit (suk) pinwheel was not spinning, but the roller pump in the thermogard xp ivtm system was operating. The zoll clinical territory associate and nurse worked through several troubleshooting steps. First, the nurse disconnected the patient from the system and tested the suk tubing in a closed loop to confirm the pinwheel spun freely. After confirming the pinwheel was spinning, the nurse reconnected the patient, but the pinwheel did not rotate. The nurse was then instructed to retract 20 cc from the catheter using a slip-tip syringe, nothing but air was pulled out. Finally, the nurse flushed the in luer with 10 cc of normal saline, which came out of the out luer. However, the nurse experienced significant resistance, requiring both hands to slowly apply pressure to the syringe. The zoll clinical territory associate suspected a kinked catheter and recommended either repositioning or replacing it to continue therapy. The catheter was replaced to continue the ivtm therapy. No injury was reported.

Manufacturer narrative:
Zoll has not received the solex 7 catheter for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The ICU rn contacted the zoll clinical territory associate to report that the patient was not rewarming during the ivtm therapy. The patient's temperature was 35.4°c, with a target of 37°c on maximum power mode and a solex 7 catheter (lot#: unknown) in place. The start-up kit (suk) pinwheel was not spinning, but the roller pump in the thermogard xp ivtm system was operating. The zoll clinical territory associate and nurse worked through several troubleshooting steps. First, the nurse disconnected the patient from the system and tested the suk tubing in a closed loop to confirm the pinwheel spun freely. After confirming the pinwheel was spinning, the nurse reconnected the patient, but the pinwheel did not rotate. The nurse was then instructed to retract 20 cc from the catheter using a slip-tip syringe, nothing but air was pulled out. Finally, the nurse flushed the in luer with 10 cc of normal saline, which came out of the out luer. However, the nurse experienced significant resistance, requiring both hands to slowly apply pressure to the syringe. The zoll clinical territory associate suspected a kinked catheter and recommended either repositioning or replacing it to continue therapy. No further information was provided. No injury was reported.